Event description:
It was reported to us that an introducer broke into two pieces inside one patient during ep study and rf ablation of patient for a femoral occlusion. The sheath body got detached from the hub and only the hub came out. The sheath body had to be retrieved by using a snare. Patient status is not known.

Manufacturer narrative:
(B)(4). The actual device used in the case was returned and evaluated. Visual examination of the returned introducer revealed that the introducer was in two pieces. There is residual fluid in the leg of the device. There is dried blood in the device. The hub section measures 3.5cm in length. The distal section measures 10.2cm in length. The distal section has a kink 9cm from the tip. Close visual inspection with a microscope of the separated ends of the returned sheath indicates that the sheath was partially cut as there were well defined sharp divided edges with parallel striations which present the outline of a cutting tool surface. The introducer also shows it was torn apart. The material is stretched and elongated. Inner and outer diameter measurements were conducted and found to be within the manufacturer specifications. A reivew of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken sheath. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
(B)(4). Results: none. Conclusion: evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.